Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date:11/28, inratio: 0.9, lab: 1.0; date: 11/28, inratio: 0.9, lab: 1.0; date: 11/28, inratio: 1.9, lab 2.3; date: 11/29, inratio: 1.3, lab: 1.2.